Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 61 mg/dl at the time of the incident. The customer was at 171 to 62 mg/dl at the time of admission. The customer used food and was given juice and intravenous fluids to treat. The customer experienced symptoms such as feeling shaky. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported sensor glucose versus blood glucose differences. The customer stated the pump was giving them too much insulin while in auto mode and causing lows. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.